Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) as it was no longer working. A surgical intervention was performed in which the existing components were removed and a new aus system was implanted. No information was provided about the patient's outcome.